Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential oversensing resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review determined the device system previously delivered an inappropriate shock due to myopotential oversensing. Rhythmcare provided troubleshooting and programming options to be considered at the next follow up appointment. This system remains in service. No additional adverse patient effects were reported.